Manufacturer narrative:
H3: product ID 97755, serial#(B)(6) was returned for analysis and found there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported the stimulator battery level won't charge passed 50%. Patient stated they continue to encounter poor recharge quality and the recharger is getting hot. When trying to clarify an event date for when this issue began patient was unclear stating they had called in about problems with it before and the issue was resolved with troubleshooting but now resetting the controller and those things won't resolve it. Patient stated they noticed the hot recharger today. A replacement recharger (rtm) was sent out. No symptoms were reported. Agent tried to confirm the phone number provided by the patient via the call recording but there was a technical issue which only provided audio for the agent's side of the call.